Event description:
The complainant alleged a short circuit in the power switch. The independent repair statement confirmed the short circuit in the power switch and identified it as the key failure. The sound box was also noted to have the wrong filter.